Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to replace the poppet. The fse advised to replace the analog, then the sensor printed circuit boards (pcbs) if the poppet replacement did not correct the reported issue. The fse provided the customer with the service manual. The customer reported that replacing the poppet assembly corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error relief valve cracking pressure out of range. The device was not in use at the time of the reported event; therefore, there was no patient involvement.